Event description:
This case was first reported as pqr. Following internal investigation it was shown that the plunger was broken and the capsule is separated from the delivery system. Therefore, this case will be investigated as attach/detach case.